Event description:
(B)(4). Initial report: this non-serious spontaneous case from (B)(6) was reported by a physician to our local affiliate (B)(4). This case involves an adult female pt (age nos) who received her first treatment of poly-l-lactic acid (sculptra) sometime in (B)(6) 2007. This was followed by two more treatments, both sometime in (B)(6) 2008. Relevant medical history was reported as previous treatment with botulinum toxin type a (botox) in the frown, and hydrofill (date nos). Concomitant medications were not taken. In (B)(6) 2008, the pt developed several painful granulomas (3-4 mm) located in the regions injected (cheeks and furrow under the lips). Prednisolone (dacortin) was prescribed as treatment for this event. No histology or other laboratory tests were performed. At the time of this report, the event remains ongoing. Reporter's causality assessment: highly probable.